Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information noted that the pacemaker was explanted. Further information was requested however, was not provided.

Event description:
New information noted that the pacemaker was explanted. The patient was in stable condition post procedure.

Event description:
Related manufacturer reference number: 2017865-2021-29705. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the pacemaker exhibited premature battery depletion and the left ventricular lead exhibited high capture thresholds. The left ventricular lead was explanted and replaced. Further information was requested however, was not provided.